Event description:
It was reported that the customer was hospitalized for unexplained high blood glucose levels. The blood glucose reading was 325 mg/dl. The customer complained of pain running from his legs, up to his arms and face. He stated that his heartbeat was low, was treated with nitro and taken to the emergency room. He stated that he may have been becoming immune to the insulin or that the insulin pump might not have been delivering insulin. He stated that he was wearing the insulin pump at the time of the event. The customer treated with the insulin pump but noted that, at times, it would take him 3 hours to lower the blood glucose levels. He did not have tubing clamps, which he was advised would be sent in order to complete the troubleshoot process. He was advised to monitor his insulin pump until the supplies were received to continue the troubleshooting procedure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.